Manufacturer narrative:
The reason for this revision surgery was the patient had multiple episodes of stability and dislocation. The in-vivo length of patient service for the implant was 5 months apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the event. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. This event is deemed to be non-product related. The root cause of this complaint was a revision surgery due to the multiple episodes of stability and dislocation. There are multiple factors which may cause the event that are outside the control of djo surgical are loose joint from inadequate soft tissue, excessive range-of-motion, patient bone deterioration, poor bone density, patient activities or trauma. Agent mentioned that patient having multiple episodes of stability and requiring larger glenosphere and polyethylene liner so it seems that the event may occurred due to incorrect implant selection/installation or improper surgical procedure. Other conditions, root cause, relating to this event could not be determined with confidence. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient having multiple episodes of stability and dislocation, eventually requiring revision surgery to a larger glenosphere and polyethylene liner.